Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer was reporting open book image. Customer did not receive any other error alarm prior to open book image. The customer stated that she got into the pool she then got a critical pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.